Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were hospitalized due hyperglycemia and insulin pump was not turning on. The customer¿s blood glucose level was 465 mg/dl. The customer states that the display was not blank less than 30 seconds. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Display returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.